Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress during use or external factors. The event can be detected by following the instructions for use (IFU) sections which state: ¿chapter 3 preparation and inspection¿ ¿3.3 inspection of the endoscope ". [Inspection of the endoscope] 4. Inspect the external surface of the entire insertion section including the bending section and the distal end including the forceps elevator for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. 9. Inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. Olympus will continue to monitor field performance for this device.

Event description:
The distributer reported there was an issue inserting the forceps/cleaning brush in the evis lucera elite duodenovideoscope. During inspection and testing of the returned device, there was a gap at the tip of the bonding area (gap in adhesive area between hold ring and distal end). There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
Establishment name: (B)(6). The device was returned for evaluation and the customer¿s allegation was confirmed. In addition to the findings reported in b5, scratches were found on the device, the adhesive on the bending section cover was scratched and had a white-clouded area. Due to the wear of the angle wire, the bendidng angle in the up direction and the play of the up/down knob was out of specification. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.